Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted a power handle error on the screen of the handle. During initialization the live stream showed error: handle, hw_error and sd_card_integrity indicating an sd card failure. A knocking noise was heard during initialization. After taking apart the handle, the a0 motor was found to be loose. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. As a result, the system will fail safely prior to assembly with a clamshell or adapter and poses no patient safety risk. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and has determined that no corrective actions are warranted at this time. Additionally, the invest igation detected an unreported condition of loose motor screws that has no relationship to the reported condition. The rear handle housing was removed as part of the investigation of the reported condition. During that investigation it was discovered that the a0 motor screws had become loose allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. The root cause of the observed condition was determined to be a result of a manufacturing activity. It was determined that the thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a evaluation of one device. A visual inspection of the returned photo showed a power handle error. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The system performs sd card integrity check as part of system initialization. The system will fail safely prior to assembly with a clamshell or adapter and poses no patient safety risk. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and has determined that no corrective actions are warranted at this time. Additionally, the investigation detected an unreported condition of loose motor screws that has no relationship to the reported condition. The root cause of the observed condition was determined to be a result of a manufacturing activity. It was determined that the thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the screen of the stapler displayed a handle error. There was no patient involvement. Medtronic's initial evaluation of the (returned device) incident device found a knocking noise during initialization not related to the reported condition. After taking apart the handle, the a0 motor was found to be loose. Based on investigation findings of a loose screw this complaint is reportable due to the potential for harm should this reoccur.